Event description:
On first pt catheter placed on 10/16/95. On 10/1/95 catheter kinked. Unable to exchange catheter over guidewire due to kink. Unable to place another percutaneous catheter. On second pt catheter placed on 11/7/95. On 11/8/95, catheter kinked and would not function from distal lumen. Rigid fastener removed, catheter remained kinked. Sutures removed, line repositioned, catheter functioned with moderate difficulty and remained kinked under the pt's skin. Add'l pt: date of birth 8/6/95, date of event 11/8/95.